Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen and did not engage when power was applied. Therefore, the reported condition was confirmed. It was determined that the electronic motor was damaged. The assignable root cause was determined to be due to wear on components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a training course, it was discovered that the small battery drive device stopped working. It was further clarified that the device was used for training purposes only. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.